Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon monitor flickered. It was reported that the system lost functionality when it flickered. The issue was resolved by disconnecting and reconnecting the cable. There was no patient present when this issue was identified. Medtronic received additional information that the issue resolved with replacement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.